Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll 120/pkg was missing scale markings. The following information was provided by the initial reporter: during our daily cytotoxic preparation activity, a pharmacist collected mitomycin and then realized that the syringe had no numbers on the scale. Immediate action taken: use of a new syringe.

Manufacturer narrative:
H.6. Investigation: one photo sample was provide to our quality team for investigation. Through visual inspection, the scale is observed to be missing both numbers and lines. A device history review was performed for reported lot 2009060, finding one annotation related to the alleged defect. During manufacturing, an incident was detected in the marking machine due to a misalignment that resulted in the scale printing incorrectly. Once detected, the mechanical team repaired the failure and impacted units were scrapped, the reported product likely not properly detected. Based on our investigation it was determined this incident is related to the failure identified during manufacturing.

Event description:
It was reported that syringe 20ml ll 120/pkg was missing scale markings. The following information was provided by the initial reporter: during our daily cytotoxic preparation activity, a pharmacist collected mitomycin and then realized that the syringe had no numbers on the scale. Immediate action taken: use of a new syringe.